Event description:
The customer reported a mismatch in displayed reference point dose in external beam planning compared to the documented dose in plan organizer and rt chart reference point tab for the same reference point in an imrt plan. According to the report, there was no pt associated with this event. No pt injury has been reported.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.